Manufacturer narrative:
The investigation is ongoing, and the results will be reported as soon as they are available. The internal complaint's manufacture number is (B)(4).

Event description:
Dir (B)(4) was received from the therapeutic goods administration (tga) concerning the tvt[?]o transobturator midurethral sling indicated for the treatment of urinary incontinence. The device was implanted on (B)(6) 2009, with no date of explantation provided. The patient, with a known history of two midurethral sling implants and a prior related report for the other sling, was referred for investigation due to recurrent urinary tract infections. Clinical assessment, including flexible cystoscopy and fluoroscopic urodynamic studies, identified vaginal mesh erosion involving both midurethral slings. Based on these findings, explant surgery is being planned. No additional information is available, as reporter details have not been disclosed for confidentiality reasons. .